Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 352 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime and displacement tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.